Event description:
It was reported that the customer experienced a low blood glucose event after a dinner meal announcement while using the ilet system, with a nadir of 55 mg/dl, and inquired about lowering the cgm low alert threshold below 75 mg/dl; she was informed the alert can only be turned on or off and was advised to keep all cgm alerts enabled. Symptoms included hypoglycemia without reported associated clinical symptoms. Outcomes included self-treatment with oral glucose tablets and resolution without the need for medical care or hospitalization. Investigation included troubleshooting and education regarding cgm alert functionality and guidance to contact the clinical team if low events recur. Investigation of this case revealed no device alarms or alerts and no confirmed device malfunction, and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.